Event description:
Device was returned for repair only with the upper jaw broken off and missing. Contact with hosp revealed that the device did break while in use in surgery. The piece was retrieved and discarded. No pt injuries or surgical complications were reported.